Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not had low battery alert prior to replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery without low battery warning. Customer stated that insulin pump had blank display and display did not returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.